Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a lead extraction on a redundant pacing lead. The lead had visible insulation breach which was confirmed with impedance testing. The patient was stable.